Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, the lead was removed and replaced due to unknown reason. No further information was provided regarding the issue. Patient was in stable condition before, during and after the procedure.